Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the load fill tubing sequence was inadvertently performed while connected to the site. The customer's blood glucose (bg) level ranged from 107-144 mg/dl. Tandem technical support alleged the customer was aware to not be connected to the pump during the fill tubing process. Reportedly, the customer continued to use the pump for insulin delivery.